Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had an abrupt increase to become high/undefined. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.